Event description:
Per biomed: image on the screen is freezing up.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue that the screen is freezing up is unconfirmed. The unit functioned properly and did not freeze up. There is no root cause due to the reported issue being unconfirmed. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.